Event description:
The hospital reported nine patients, after a radial puncture for placement of a radial catheter, experienced forearm ischemia after access with the device.

Manufacturer narrative:
Evaluation: no product or lot number was provided to assist in our investigation. However, it is possible that the most likely cause of these ischemic events related to the size of the catheter. If these catheters are placed in the radial artery, 4fr may occlude a significant percentage of the cross sectional area of the artery. Per our instructions for use booklet we state: "preliminary reports indicate that catheter size can influence clotting; larger diameter catheters have more tendencies to promote clots." "The catheter size should be as small as the use will allow."